Event description:
It is reported that during moving the cot out of the ambulance the cot fell over with the patient on it. The patient experienced bruises and abrasions.

Manufacturer narrative:
The device has been repaired.

Event description:
It is reported that during moving the cot out of the ambulance the cot fell over with the patient on it. The patient experienced bruises and abrasions.